Manufacturer narrative:
Device evaluation summary: upon initial examination of the sample, a rupture at the union between shell and suture tab (located at 6 o ' clock) was noted. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast reconstruction surgery with mentor artoura breast tissue expander, 750cc saline implants which the unknown side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device explanted on (B)(6) 2019.